Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had been exposed to water when the customer forgot to remove the insulin pump prior to jumping into a pool. The customer's blood glucose was 156 mg/dl. The caller stated that there was no visible moisture inside the device. The customer's mother did the self test, and the insulin pump alarmed an electrical error. The alarm indicated that the radio frequency programmable integrated circuit failed the self test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had moisture damage on the electronic assembly. The device passed self-test and no unexpected radio frequency pic failed self-test error alarm noted. The device also had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, and missing end cap sticker.